Event description:
Information received by medtronic indicated that the customer had received an motor was detected by reading unexpected value from hall sensor. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. It was reported that the insulin pump error alarm occurred several times. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown, retainer ring = black, case type = ngp. Customer returned insulin pump for an alleged insulin pump error alarm found on (B)(6) 2022. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. Insulin pump failed to enter recovery mode preventing download of history files and traces using thus. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, pillowing keypad overlay, serial number label missing. Critical insulin pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to confirm other alarms/other anomalies due to critical insulin pump error (open book image) alarm. Unable to download history files and traces due to critical insulin pump error (open book image) alarm.